Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon is a cr surgeon. He evaluated staple line and found some completely open and some closed staples. Asked him if they saved the device, he said no. Reviewed steps for use. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Proximal (gia green), distal contour green. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) covidien purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Covidien purse string. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Heard and felt snap in when the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Unknown. Were any unexpected noises heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? No. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test did the operation change significantly as a result of the device issue? Had to hand sewn what is the patients age and sex? Unknown did a hcp other than the primary surgeon fire the instrument? No, surgeon was there a recent conversion to ees devices in this account or with this surgeon? No, but covidien is in the account the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a pouch colon resection procedure, part of the staple line formed, but the rest did not. There were no patient consequences. Case completed with hand sewn. One device was discarded.